Manufacturer narrative:
Product complaint#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Catheter obstruction while-in patient with loss of cerebral target position is a known potential complication associated with the prowler select plus microcatheter. Loss of microcatheter target position in the intracranial vasculature (with the exception of the internal carotid artery) will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, and/or ischemia/infarct. There are clinical and procedural factors including clot burden, vessel characteristics (i.e., tortuosity), and mechanical manipulation of devices that may have contributed to this event rather than a device design or manufacturing issue. In this case, there were no reports of patient injury; however, it was reported the events prolonged the surgical procedure for ¿about two hours.¿ as explained in the referenced medical literature, increased anesthesia time could result in increased immunological suppression, formation of clots, and rate of venous thromboembolisms. The severity is unknown. Based on this information, this event will be conservatively reported to the us FDA under reporting criteria 21 cfr 803 with a classification of ¿serious injury.¿ as part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm no tip (encr402300/ 8907908), a prowler select plus 150/5cm (606s255x an og cmplx xtrasoft coil 4x8 (640cx0408 and a prowler-14 dual marker microcatheter (606151x were used for an endovascular embolization procedure. The event was reported as such, ¿unable to open & impeded & premature detachment. It was reported that during procedure, the first coil was in place and started to fill in aneurysm, at this time, stent was delivered to target site and tried to release. It was found that distal markers of stent were converged which could not be opened. Physician attempted to retract the stent, but the stent was impeded in the microcatheter tip and could not be retracted. The doctor retracted the stent and microcatheter together. However, only the stent delivery system was found, the stent body was not found. Physician suspected that the stent was detached from the delivery wire in the intermediate catheter (other brand). Subsequently, the physician withdrew the coil and then withdrew the coil microcatheter and intermediate catheter together from the patient and found that the stent body was indeed inside the intermediate catheter. A new intermediate catheter (other brand), stent and stent microcatheter were switched to complete the surgery with the same coil and coil microcatheter. The procedure was prolonged about 2 hours.¿ additional information was received on 02-jan-2025. Summary: per the information provided, it is unknown if the physician considered the two-hour delay to be clinically significant. The patient¿s current status is ¿good.¿ the lot numbers involved for the used cerenovus devices were unobtainable. The target site location was ¿in the left cerebrum.¿ patient demographics and medical history were unobtainable.

Manufacturer narrative:
Product complaint # (B)(4). A non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and a compressed condition was found at the distal end of the microcatheter. A functional test was attempted in which a lab-sample guidewire would be introduced through the luer hub and advanced to reach the distal end of the microcatheter; however, the compressed condition prevented proper testing, as the guidewire could not advanced any further. The concomitant stent component was not found inside the inner lumen of the microcatheter. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The issue regarding the microcatheter being obstructed with the enterprise system could not be evaluated due to the conditions in which the microcatheter was returned. With the information available a root cause of the failure encountered cannot be determined. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. According to the risk documentation, the inability to connect the interventional device into the microcatheter and track to the desired location is a potential failure mode that can occur due to user technique. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. The compressed condition found on the distal portion of the catheter is suggested to have been appeared during the removal the device from the rhv, since is was stated that the enterprise system was successfully delivered to target site and the compressed condition found would have prevented to reach the desired location. However, the exact time when this condition occur remains speculative. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendation and warning: ¿ remove catheter and inspect to verify that it is undamaged. ¿ do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.